Event description:
It was reported that during a laparoscopic nephrectomy procedure, it was the first firing of the device on the renal artery. A crunching noise was heard during firing. Upon completion of the firing and opening of the stapler, the cartridge ejected from the device. The staples were formed and the cut line was completed, however, upon examination of the cartridge, the distal 1/3 of the drivers were not up. The staples that were applied on the renal artery were all formed. A new stapler was opened to complete the case. Additional, there was some arterial bleeding after opening the stapler due to a vessel branching off of the artery that was not incorporated in the stapler during the initial firing. Blood loss was approximately 50ccs; no transfusion was required. It should be noted that the device was opened and closed several times prior to use to demonstrate the function to the resident as this was his first firing of the device. However, the cartridge was not removed prior to firing. The rep was not present for the case. The account will not release the device at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(6).